Event description:
It was reported the patient failed to recharge the ipg as recommended (patient lost the charger). In turn, the ipg was inoperable. As a result, surgical intervention was undertaken wherein ipg was explanted and replaced. Reportedly, therapy was restored post-operatively.